Manufacturer narrative:
This report is for an unk - screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the locking compression plate (lcp) volar distal radius plate was noticed bent, an unknown screw was not attaching correctly, 2 unknown guide wires were very rough, tip of the screwdrivers were warped / bent from torque of insertion and the screwdriver handle was not picking up screws correctly as well. The issues were noticed during routine inspection. There was no patient involvement reported. This complaint involves 9 devices. This report is for (1) lcp® volar distal radius plate extra-articular 4h head-left. This is report 2 of 3 for (B)(4). Related product complaint: (B)(4).